Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer connected the pump to a power source to charge for an hour however the pump battery displayed 0% charge. Subsequently, after connecting the pump to an alternate power source, a malfunction alarm occurred and the pump was unresponsive. There was no patient involvement, as the issue occurred during setup of the pump and had not been used for therapy. Reportedly, the customer would continue use of manual injections for insulin therapy.